Event description:
Boston scientific received information that one day post implant this right atrial (ra) lead exhibited increased pacing thresholds. A lead dislodgement was confirmed on x-ray. Sensing and impedance values were normal. At this time, no intervention is planned as the patient does not require atrial pacing therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.